Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis as listed in the multi-link vision rapid exchange (rx) coronary stent systems (css), instructions for use is a known patient effect that may be associated with coronary stenting. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi) on (B)(6) 2015. The procedure was to treat a lesion in the right coronary artery (rca). A 3.5x15mm vision rx coronary stent system (css) was advanced toward the target lesion, the system was inflated and the stent was implanted. The delivery catheter was removed. Angiography showed that the artery was permeable and no stenosis or dissections were found. A follow up angiography was performed on (B)(6) 2016. The patient was not symptomatic at the time. It is unknown if this was a scheduled follow up or if the patient was hospitalized. The angiogram indicated in stent restenosis of the proximal rca. The restenosis was at least 60%. The patient was scheduled for coronary artery bypass graft (CABG) surgery. On (B)(6) 2016 the CABG was successfully performed. The patient was discharged from the hospital. No additional information was provided.